Event description:
A medtronic representative received a report from a site that their computer cable was loose and laser was not working properly on the camera. No further details regarding the issue, or at what point it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/12/2015 a medtronic representative, following-up at the site, reported the camera was replaced which resolved the laser issue. For the computer issue, the power cable inside the navigation system was disconnected. Issue resolved. System performed as intended. Return requested. Replacement polaris spectra camera shipped to site. Medtronic investigation of returned suspect camera finds that, as reported, the laser light is non-functional. Additionally, the psu failed an aak test at .52 mm. Electrical failure - failed diagnostic test - directly caused event.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The camera was evaluated further by the vendor. Findings as follows: "customer's description of failure has been verified. Unit has failed incoming accuracy testing, therefore will require recharacterization as an extended pyramid volume programmed with rev 014 firmware as it was received. Laser battery will also require replacement." This issue will be trended and monitored in a medtronic hardware anomaly tracking database.